Event description:
The user facility reported a 53-year-old male patient needing an impella cp for mechanical circulatory support. It was reported that the impella cp pulled across the valve during repositioning. The pump was explanted. No additional information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined. Corrections to the initial MFR report: f6/f8 should have been left blank. G1 MDR reporting contact email.